Event description:
It was reported that the external pulse generator was not turning on, and that it was draining the batteries. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that it would not power up. Analysis found a large amount of corrosion on the main printed circuit board and interconnect flex. It also found that the upper and lower case halves, bail covers and ring cover were broken, and that the upper and lower case halves, control knobs, main keyboard, battery drawer and battery latches were contaminated and both bails and ring were missing.